Event description:
Medtronic received a report that the phenom 27 encountered distal perforation and the pipeline flex with shield technology pushwire and ptfe sleeves were unable to be recaptured. The stent was pulled from its implanted location. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, fusiform, vertebral artery aneurysm with a max diameter of 3.5 mm and a 10 mm neck diameter. The landing zone arterial diameter was 2.5 mm distally and 3.5 mm proximally. It was noted the patient's vessel tortuosity was normal. Vertebral artery access vessel diameter was 3.5 mm. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as patency in treatment location. The physician attempted to retrieve the distal corewire through microcatheter, however, was unable to pull the wire through; the pus hwire was unable to be recaptured. When unable to recapture wire, sleeves caught on device and brought distal end of braid free floating in aneurysm. The stent remained implanted in the patient. It was reported that there were no patient symptoms or complications associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an indication that is not approved as it was used on the vertebral artery (off-label). It is unknown if the pushwire was rotated during removal or if the pushwire was damaged.

Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent product ID ped2-350-16 (lot d060322); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.